Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer opened but the cubie did not, preventing the user from retrieving the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was unable to open. A technical support specialist confirmed that the item issuance issue was resolved after speaking with the customer. However, logmein (lmi) was still not functioning, which was likely due to firewall restrictions blocking required uniform resource locators. The specialist advised the customer to review the attached documentation and request their information technology (it) or maintenance team to whitelist the necessary domains and subdomains for remote access. The cabinet was confirmed to be online, but remote access remained unavailable. The specialist followed up multiple times without receiving a response and proceeded to close the case. No responses received from the customer. Tss proceeded for case closure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer opened but the cubie did not, preventing the user from retrieving the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.